Event description:
It was reported that a female patient, initial right shoulder implanted on (B)(6) 2021, underwent a revision procedure on (B)(6) 2023, approximately 1 year 11 months post the initial procedure. The patient complained of pain. Infection and poly wear were reported. They were revised to a competitor¿s devices. There was no device breakage or surgical delays. The patient was last known to be in stable condition following the event. No x-ray were available. No device images were provided. The explanted devices are not available for return due to chain of command. Hospital will not release them. No further information.

Manufacturer narrative:
D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6). 300-10-45 - equinoxe replicator plate 4.5mm o/s (B)(6). 310-01-44 - equinoxe, humeral head short, 44mm (alpha) (B)(6). 314-13-33 - equinoxe cage glenoid m, post aug, right (B)(6). 315-35-00 - glnd kwire (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6). 320-02-42 - rs expanded glenosphere 42mm, +4mm offset (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-15-06 - rs glenoid plate ext cag +10mm cage peg (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6). 320-42-13 - equinoxe reverse 42mm humeral const liner +2.5 (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.